Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
This supplemental report is being filed as the evaluation result codes and evaluation conclusion code have been updated.

Manufacturer narrative:
As no additional information regarding this event is expected, our investigation is complete. This record will be updated if additional information becomes available.

Event description:
It was reported that a red call doctor icon was observed on this patient's communicator, indicating a potential issue with the implanted system that could not be communicated to the remote monitoring server. The patient presented to their clinic for follow up. Evaluation of this implantable cardioverter defibrillator (ICD) revealed that shock impedance on the patient's non-boston scientific right ventricular lead was high out of range. The ICD was reprogrammed to use an alternate configuration with acceptable impedances. No adverse patient effects were reported. The ICD and non-boston scientific right ventricular lead remain in service.